Manufacturer narrative:
(B)(4).

Event description:
Complaint reported as: "during incoming inspection the customer found moisture (small drops) inside the sterile pouch.". No patient involvement reported.

Manufacturer narrative:
Qn#(B)(4). Fifty samples were returned for evaluation. A visual exam was performed and it was observed that sixteen pieces contained vapors inside the packaging. A device history record review was performed and no relevant findings were identified. A non-conformance was opened to further address this issue.

Event description:
Complaint reported as: "during incoming inspection the customer found moisture (small drops) inside the sterile pouch.". No patient involvement reported.